Manufacturer narrative:
This investigation is ongoing and not yet complete. When additional information becomes available a supplemental report will be filed.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that on an unspecified date, when the primary montage was toggled off, the user expected the montage to toggle off and the primary images would be retained in the current location. However, the primary images shifted entirely from the second monitor to the first monitor. There was no reported adverse event to a patient. However, the primary exam shifting to another monitor without any indication of doing so has the potential to lead to an incorrect diagnosis and/or treatment if the user is unaware that the images have moved. (B)(4).

Manufacturer narrative:
Testing and evaluation from unity support utilizing the user's workflow determined that the issue could be replicated. Therefore, (B)(4) was created to further investigate the issue. During the investigation by development, it was determined that the "multipanelpriors" ini option incorrectly interfered with the 1+3 configuration when the primary monitor was enabled for images. A workaround for this issue was to disable the reading physician preference fill panels from left to right to load images from right to left. The images will load on the second panel and the remaining images will load on the right panel. Per the investigation, a fix to this issue will be addressed in a later release of merge unity pacs.